Event description:
According to the doctor's office: "implant hurting, tissue red and inflamed, implant very mobile." The implant became mobile after more than 12 years in function and had to be removed.